Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer changed supplies to address the occlusion alarms. Customer also reported using their supplies for three days. Tandem customer technical support informed customer that is off-label per the user guide. Customer¿s blood glucose level was 162 mg/dl.